Event description:
It was reported that during percutaneous coronary intervention (pci) procedure, the pressure gauge displayed an inaccurate reading. The 99% stenotic lesion was located in the moderately tortuous mid right coronary artery. The physician advanced the non-bsc balloon to the lesion and inflated it to unknown atms. When dilation was completed the physician deflated the balloon without any issues. However, the reading on the pressure gauge continued to display the inflated atms. The procedure was completed with this device. No patient complications were reported and patient status is good.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Event description:
It was reported that during a frey procedure, the device fired smoothly. However, there were u shaped staples at the proximal end of the staple line. Before firing the device, the surgeon repositioned a few times then fired the device. The staples had to be removed and the staple line was hand sewn. The procedure was prolonged by 30 minutes. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.